Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
During investigation of the device, lancet protruded beyond the end cap of the softclix plus device. No adverse event reported. Product has already been returned.